Manufacturer narrative:
Unit received with no button response on the esc and act buttons due to moisture damage on keypad traces noted. Unable to perform displacement test, rewind test, prime/delivery test, basic occlusion test and occlusion test due to unresponsive keypad. Unable to verify compromised force sensor system alarm due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump sprayed insulin during the fill tubing stage. The customer also reported that no numbers appeared on the display. Blood glucose level at the time of the incident was 212 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.